Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent recurrent ventral hernia procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the straps failed to properly seat into the mesh and fascial tissue. The procedure was completed with a like device. It was reported that the patient had some mesh remaining from a previous hernia surgery. The physician opined that this may have contributed to the straps not seating into the tissue, but still felt as if the device malfunctioned. The physician opined that the malfunctioning device did not affect or alter the patient outcome. There were no adverse patient consequences reported.